Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) went to the site to evaluate the iabp and ran the unit without any issue. He did not find any unusual error codes in the fault logs. The fse found the batteries with about a year left of useful life. However, the fse replaced the batteries that did not meet the run time specifications. He then performed full calibration, functional testing and safety check to factory specifications. Unit passed all functional and safety tests per factory specifications and was returned to customer and cleared for clinical use.

Event description:
The customer reported that the cardiosave intra-aortic balloon pump (iabp) shutdown during a patient transport. No patient injury or harm was reported.